Event description:
The user facility reported that 43-minutes after bypass was initiated the extra-corporeal circuit tubing become disconnected from the oxygenator inlet port where it had been attached by the user. The arterial and venous lines were immediately clamped. The bypass was stopped for approx 3 mins while the tubing was re-connected, blood and crystalloid fluid were added and the circuit was de-aired. The reported blood loss was estimated to be one liter. The user facility reported that there was no patient injury and the procedure was completed without any further complications.